Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated for about 26 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, an occlusion was noted at the ruby ball. The catheters were irrigated with purified water, no occlusions were found. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot crmbw6, conformed to the specifications when released to stock in 12th november 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot ctnbf9, conformed to the specifications when released to stock in 13th november 2015. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem was found with the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve occlusion. The patient is female and (B)(6), accepted vp shunt on (B)(6) 2015. The surgeon did revision surgery two times due to valve occlusion. Refer to previous (B)(4). On (B)(6) 2016 the new valve and catheter were implanted at third time. At beginning of (B)(6) the patient cried more and returned hospital. It was reported insufficient shunt. Adjust pressure as 70mm h2o but symptom didn't change better. It was considered as valve occlusion. The surgeon removed valve and changed external ventricular drainage. The patient is under monitoring.